Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no power and low battery. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to clean the battery contacts, replace the battery and call back if issues persist. The product will not be returned.

Manufacturer narrative:
The correct information has been provided with this report.